Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a full segment display followed by a blank display. Unable to verify a frozen screen due to a blank display. No constant tone observed during analysis. A cracked display, scratched lcd window, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and bleeding lcd class also noted.

Event description:
The customer called because the insulin pump started beeping and then shut completely off. Her blood glucose reading is 57 mg/dl. Treated with juice and food. She stated that her blood glucose level is low because she had gone a long period of time without eating. Customer also stated that the display was frozen. After the battery was reinserted, the insulin pump was still frozen with no advancement of time. The insulin pump will be replaced. Nothing further reported.